Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer regarding the patient. It was reported that the whole issue was resolved. Patient did go to the doctor and they reset the neurostimulator and everything was fine now. There was no problem at all anymore and everything was resolved. No further complications were reported/anticipated.

Event description:
Information was received from the friend/family member of a patient with an implantable neurostimulator (ins) for the treatment of non-malignant pain, peripheral neuropathy, and degen disc disease/herniated disc pain. It was reported that the patient fell ¿sometime last year (2016)¿ and it may have affected the device. It was also reported that the ins wasn¿t holding a charge very well and the patient was having to recharge more frequently starting in (B)(6) 2017. The patient changed the settings and it was helping their pain. The patient is seeking a physician because they won¿t be able to get in to see their managing physician for a while. No symptoms or complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.